Event description:
The patient reported her needle button accidently released after 5 hours, prior to the completion of the 24-hour period, while she was at work. The patient stated that she discarded the v-go in question as soon she got home.